Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was locked up and became unresponsive. Customer¿s blood glucose level was unknown. Customer also reported crack on the casing, backlight was not working properly, had lost insulin pump settings. The device will not be returned for analysis.